Event description:
As reported to coloplast, though not verified, the patient with this device experienced anterior vaginal wall 5 mm mesh erosion. Excision of eroded mesh via general anesthesia was performed and pathology report confirmed mesh and vaginal type mucosa.

Manufacturer narrative:
D1: product name: exair anterior kit. As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed at this time. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.